Manufacturer narrative:
(B)(6).

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The reporter, a health care provider (hcp), contacted animas on (B)(6) 2016 alleging that there was an alarm on the pump (unknown alarm); the language on the pump was set to spanish. The hcp was reportedly "not allowed to disconnect the pump at the skin site." No further information was provided. Animas customer support made several attempts follow up for more information but did not receive a response. There was no indication that the reported issue caused or contributed to an adverse physical event. This complaint is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.

Manufacturer narrative:
Follow-up #2: date of submission 12/14/2016 device evaluation: the device has been returned and evaluated by product analysis on 11/19/2016 with the following findings: a review of the pump black box data revealed no alarms on the date of the complaint. During testing, the pump was exercised for 24 hours with no duplicated alarms. The complaint was not duplicated, and no defect was found. (B)(4).